Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that following a non-stryker stent placement, one pass with the subject retrieval device was performed to treat the right proximal m1- middle cerebral artery (mca) occlusion. During the procedure, the patient suffered a subarachnoid hemorrhage. The thrombus was not removed from the left m1-mca with pre- and post-procedure thrombolysis in cerebral infarction (tici) score of 0. There was no medical treatment was performed and five days post procedure, it was confirmed that the patient recovering from the reported event.

Event description:
It was reported that following a non-stryker stent placement, one pass with the subject retrieval device was performed to treat the right proximal m1- middle cerebral artery (mca) occlusion. During the procedure, the patient suffered a subarachnoid hemorrhage. The thrombus was not removed from the left m1-mca with pre- and post-procedure thrombolysis in cerebral infarction (tici) score of 0. There was no medical treatment was performed and five days post procedure, it was confirmed that the patient recovering from the reported event.